Manufacturer narrative:
The chloride electrode lot number was not provided. The field service engineer (fse) found an issue with the degasser packing and replaced it. No further issues were reported after the service visit. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
There was an allegation of questionable chloride results for 1 patient samples on a cobas pro ise analytical unit. The sample was tested for chloride 10 times and the results were: 102.5 mmol/l, 102.2 mmol/l, 101.9 mmol/l, 101.2 mmol/l, 64.2 mmol/l with flag, 101.5 mmol/l, 102.2 mmol/l, 102.0 mmol/l, 102.3 mmol/l, and 102.2 mmol/l. No questionable results were reported outside of the laboratory.